Event description:
The pump was returned for investigation. Investigation revealed damaged case. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked below the bumper pad.